Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose of 957 mg/dl. Customer's unexplained high blood glucose began on (B)(6) 2015, and the customer went back on the device on (B)(6) 2015. After troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.